Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Based on all available information, engineers concluded that the event of frequent charging of the ipg up to 3 to 4 hours a day while unsuccessfully achieving a full charge could not be confirmed through laboratory analysis of the device, as the device passed the functional test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator ipg wherein requiring frequent charging up to 3 to 4 hours a day while unsuccessfully achieving a full charge. The impedances were measured and all contacts were functioning as normal. There were no hardware or software issues suspected with the ipg based on a review of the patients high frequency programming usage. The patients charger was replaced three times over the course of a 6 month period, however the issue continued. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.